Manufacturer narrative:
D9, h3 and h6: annex a, annex b, annex c and annex d have been updated. Device evaluation: medtronic led an evaluation of the returned large needle driver (lnd), as well as the associated device data and provided images. Visual inspection of the returned lnd noted no corrosion on the electrical contacts. There was no damage noted to the jaws of the I nstrument. Microscopic inspection of the drive cables noted no damage. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the instrument was read with no observed failures. The instrument was inserted into a representative 8mm trocar with no observed failures. Evaluation of the device data indicates the lnd was attached to three different arms and that it failed calibration multiple times, but no error codes were shown. Review of the three provided images notes that the first photograph shows the housing of the instrument. The serial number shown matched the complaint serial number. The second photograph shows the entire instrument. There was no visible damage. The third photograph shows the distal end of the instrument. There was no visible damage. Evaluation of the large needle driver noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or establish a relationship between the large needle driver and the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during robotic laparoscopic whipple surgery, when the large needle driver (lnd) was inserted, it did not calibrate and the user had to stop midway in the trocar; the instrument could not be further inserted without calibration. Troubleshooting was performed by trying the instrument on a different arm, but the issue persisted. The issue was resolved by replacing the original lnd with another lnd, which then worked as expected, allowing the procedure to continue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during robotic laparoscopic whipple surgery, when the large needle driver (lnd) was inserted, it did not calibrate and the user had to stop midway in the trocar; the instrument could not be further inserted without calibration. Troubleshooting was performed by trying the instrument on a different arm, but the issue persisted. The issue was resolved by replacing the original lnd with another lnd, which then worked as expected, allowing the procedure to continue. There was no patient injury.